Event description:
Customer reports a broken reservoir cap. Customer's blood glucose was in the 500 mg/dl. Customer treated with reservoir and infusion set change. Customer declined to troubleshoot for high blood glucose. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.